Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The compression element of the device (ring) was returned and evaluated by the MFR. The metal ring was found to be intact, while, the plastic anvil ring was received in a deformed condition, probably due to exposure to heat following, its extraction, making its mechanical testing impossible. The production history files were reviewed, indicating that the device was released according to the product specifications. This pt suffered from various serious, co-morbidities including obesity and copd, receiving steroids, and therefore at increased risk of leakage following anastomosis. Yet, the current cumulative leak and mortality rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Pt suffering of rectal malignancy underwent laparoscopic anterior resection. The anastomosis was created using the colonring device. On pod 2, large leakage with severe peritonitis revealed to urgent surgical revision and hartman operation. During the re-operation, it was detected that the leakage was in the crossing area of ring and stapler line at the outside of the ring. The pt died on (B)(6) 2011 due to septic shock with severe organ failure.